Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse found in the logs several "gas loss" and "catheter restricted" alarms. The iabp would also fail the fill manifold leak test. The fse found traces of blood in the patient interface module, so it was replaced. Unrelated to the initial reported event, the fse had also found that the monitor would not swivel due to a worn orientation guide so it was replaced. The fse checked all EKG trigger modes and no problem was found. All operations were found to be good. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had gas loss, catheter restriction alarms and no v pacer trigger. No patient harm, serious injury or adverse event was reported.